Manufacturer narrative:
Philips has investigated this complaint. According to the information identified during the course of the investigation, the system was being used for a diagnosis procedure when the issue occurred. The system was restarted twice which allowed for the continuation and completion of the procedure after a delay. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system would not start up after power outage. Review of the system log file showed a ¿post physiopost failed" error, which indicates that the power on self test (post) had failed. The cause of the issue was identified as site power issue. A site engineer was reported to have solved the issue. At the time this complaint was received, philips did not have enough information to exclude the potential for device malfunction, and as such the complaint was reported. Since that time, new information has concluded that the issue was caused by a site power issue, and that the philips device was not at fault. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not starts up after power outage. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.